Event description:
The customer reported observing false negative patient sample results. The samples were positive when tested using alternative methods. A false negative may result in inappropriate physician action. There was no report of patient harm as a result of this event.